Event description:
Procedure performed: na. Event description: this complaint was created to account for the 119 units of sterile cb030 returning from [user facility]. The account has requested replacement product for all units due to previous events in which the blades would not cut during a procedure. Units returning: 1433357 - 10 ea, 1434123 - 18 ea, 1433946 - 29 ea, 1434543 - 2 ea, 1427250 - 9 ea, 1431232 - 1 ea, 1432559 - 20 ea, 1435122 - 30 ea. Related complaints: complaint 1 of 8: #(B)(4), lot #1433357, complaint 2 of 8: #(B)(4), lot #1433357, complaint 3 of 8: #(B)(4), lot #1434543, complaint 4 of 8: #(B)(4), lot #1434123. Complaint 5 of 8: #(B)(4), lot #1433357 (1 ea.), complaint 6 of 8: #(B)(4), lot #1433357 (1 ea.), complaint 7 of 8 #(B)(4), lot #1433357 (1 ea.). Complaint 8 of 8: #(B)(4), lot #1434123 (1 ea.). Intervention: na. Patient status: na (no patient involvement as these are sterile units).

Manufacturer narrative:
The event devices are anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The sterile event unit was returned to applied medical for evaluation, along with one hundred and eighteen (118) sterile non-event units. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that was observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. Correction: sections d4 (catalog number, lot number, expiration date and UDI number) and h4 are being updated as the product information was confirmed upon return of the event unit.

Event description:
Procedure performed: na. Event description: this complaint was created to account for the 119 units of sterile cb030 returning from [user facility]. The account has requested replacement product for all units due to previous events in which the blades would not cut during a procedure. Units returning: 1433357 - 10 ea, 1434123 - 18 ea, 1433946 - 29 ea, 1434543 - 2 ea, 1427250 - 9 ea, 1431232 - 1 ea, 1432559 - 20 ea, and 1435122 - 30 ea. Related complaints: complaint 1 of 8: # (B)(4) - cb030 lot #1433357 [MFR #2027111-2022-00422]. Complaint 2 of 8: # (B)(4) - cb030 lot #1433357 [MFR #2027111-2022-00369]. Complaint 3 of 8: # (B)(4) - cb030 lot #1434543 [MFR #2027111-2022-00370]. Complaint 4 of 8: # (B)(4) - cb030 lot #1434123 [MFR # 2027111-2022-00379]. Complaint 5 of 8: # (B)(4) - cb030 lot #1433357 (1 ea.) [MFR #2027111-2022-00411]. Complaint 6 of 8: # (B)(4) - cb030 lot #1433357 (1 ea.) [MFR #2027111-2022-00407]. Complaint 7 of 8: # (B)(4) - cb030 lot #1433357 (1 ea.) [MFR #2027111-2022-00408]. Complaint 8 of 8: # (B)(4) - lot #1434123 (1 ea.) [MFR #2027111-2022-00409]. Intervention: na. Patient status: na (no patient involvement as these are sterile units).